Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ seroma-late-breast: unable to observe since it is not related to the device. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and seroma late observed during explant. Ultrasound and MRI performed. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. As per the investigation procedure deformation particles crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and seroma late observed during explant. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and seroma late observed during explant. Ultrasound and MRI performed. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e.1 phone number:(B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, seroma-late.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and seroma late observed during explant. Ultrasound and MRI performed. The device has been explanted and replaced with another manufacturer's device.